Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Fse found the cause of the issue was due to a "2.2.3 lap stopped responding (lsr)" software bug. Fse reinstalled the system's os & app which resolved the issue temporarily. The same issue reoccurred twice, but was finally resolved after re-installing the software. After the software reinstalment, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.